Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had replace battery now alarms and the batty would not last. Blood glucose value was unknown. The customer stated the insulin pump did not have damage but there was fluid in the battery compartment. It was advised to dry the battery compartment and a battery cap replacement would be sent. They called back to report that the issue persisted even with the new battery cap. It was advised that the device needs to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly on electrical board. Unable to verify low battery alarm due to blank display. Device was received with corroded battery tube.